Event description:
The patient reported they felt a sensation of ¿extra stimulation¿ occurring at the same time each morning, similar to what they experience during in-office testing. They stated it caused their chest to ache and left arm to hurt. The capture management feature of the implantable cardioverter defibrillator (ICD) was discussed. The ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead, (B)(6) 2004. (B)(4).